Event description:
It was reported that a home patient (hp) connected to the patient line of a cassette during priming, before it was properly primed. The technical service representative assisted the caregiver in ending therapy in order to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed and the cause could not be determined. However, connecting during priming, before the patient line is properly primed, is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and tells the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. There is also a warning to the user which states that, connecting to the set up before the message ¿connect yourself¿ appears on the screen can cause air to be delivered to the peritoneal cavity. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.